Event description:
It was reported to medtronic minimed that the customer experienced random beeping from the pump without any error or alarm occurring. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed, and the customer was instructed to adjust the audio volume settings, confirming the pump did not beep when settings were saved, and verifying there was no flashing display, white display, or open book image. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test. Pump monitored for several hours and no unexpected short beeps noted. Thump and carelink software was utilized and downloaded trace/history files properly. In further analysis of the pump history found no unexpected alarms/alerts on the event date of 05-jan-2026. The sc1 cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad and electronic assembly. The following were noted during visual inspection: scratched case and cracked up, down and select button keypad overlay. Customer alleged not confirmed for pump keeps beeping even when no error/alarm occurs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.